Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if any further malfunction alarms occurred.